Manufacturer narrative:
Concomitant medical products: addrl1 ipg was implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. It was  further reported that the right atrial (ra) lead exhibited loss of capture on current electrograms (egm). The ra lead remains in use. No further patient complications have been reported as a result of this event.